Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced fault codes, indicating the lead was electrically open and shorted. An invasive procedure was performed and a insulation defect was identified on the lead and repaired. The physician elected to keep the ICD and repaired lead implanted. It's suspected that the ICD may have been damaged attempting to deliver therapy into a shorted lead. The physician decided to turn tachy therapy off since the patient has never experienced clincial ventricular tachycardia or fibrillation. The ICD system is only being used as a single chamber pacemeker.